Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had dislodged due to twiddlers syndrome and the patient admitted to spinning the implantable pulse generator (ipg) , which wound up the leads,  pulled them out of place. It was also reported that high and unstable thresholds, loss of capture, undefined high impedance were noted on the rv lead and high impedance , high thresholds were noted on the ra lead. The physician noted that the leads were almost pulled out of the ipg header and tissue was noted on the end of both leads upon removal. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.